Event description:
It was reported that the device was explanted due to oversensing of the ra and rv channels. The oversensing is believed to be caused by either emi or a possible device header problem. No patient complications were reported as a result of this event.